Manufacturer narrative:
Date sent to the FDA: 10/18/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2018 during which the surgeon noted the mesh used previously to repair the defect was lax and herniated up through the opening of the previous hernia hole. The mesh was herniated up through the umbilical defect creating yet another hernia. It was reported the patient experienced severe pain, nausea, vomiting, chills, inflammation and rashes. No additional information was provided.